Event description:
It was reported that the patient was experiencing increased pain due to ipg not working. The patient was having difficulty charging and connecting the charger to the ipg, which resulted to frequent charging. The physician prescribed pain medications. Additional information was received that the patient underwent and ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing increased pain due to ipg not working. The patient was having difficulty charging and connecting the charger to the ipg, which resulted to frequent charging. The physician prescribed pain medications.